Event description:
It was reported that during a fenestration procedure, the doctor found that a piece which looked like an o-ring, was in the surgical field and set it aside. When the doctor checked the straight attachment and the tool bur on the instrument table, another o-ring-like piece with the same shape as the previous one was found to be detached and on the tool. The incision was closed after confirming by x-ray that no foreign material existed inside the patient. The procedure was completed with no adverse effect, although the completion was delayed for ten (10) minutes. Upon follow-up, it was reported there were no known adverse outcomes for the patient post-surgery. In addition there were no additional or non-routine actions taken. The hospital used a back-up device to complete the procedure. The patient identifier information could not be obtained.

Manufacturer narrative:
Report confirmed. Evaluation determined that the distal bearing had failed. The inner bearing race had been worn through and split into two pieces. This caused the balls in the bearing to dislodge. One of the inner race pieces had adhered to a tool. The most likely cause of this failure is that the user had not serviced the attachment per the recommendations outlined in the user manual. The user manual contains the following warning ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing, or damaged.¿ additional warning indicates ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. This device has been in use for approximately 52 months with no record of factory service during this period. We will continue to monitor this complaint type for trends. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No conclusion can be drawn. Evaluation was not performed because the device has not been returned. When the device is returned, product analysis will be performed. The user manual contains the following warning ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing, or damaged.¿ additional warning indicates ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. This device has been in use for approximately 52 months with no record of factory service during this period. We will continue to monitor this complaint type for trends. (B)(4).